Manufacturer narrative:
Hardness is within specification as recorded on attached print. Burrs and wear was observed near the cutting slots as shown on the attached photos and prints. The device was used for treatment. No other reports of this nature have been received for this part/lot combination. Issue appears related to normal use over the instrument's life. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
Burrs and wear was observed near the cutting slots.